Event description:
Home patient (hp) reported feeling overfull while using the homechoice cycler for apd therapy. Hp states she typically performs a "day" exchange using the homechoice cycler, however, this exchange was bypassed as the hp had previously rec'd her "day" exchange already. Hp was full at the start of therapy and feels she may have rec'd an incomplete drain followed by a full fill after the day exchange was bypassed. Hp states she placed the homechoice into a manual drain and removed approx 4500ml of fluid, which is greater than her programmed fill volume of 2100 ml. According to the hp, after performing the manual drain she continued therapy using the homechoice cycler with no further difficulty. Hp states there was no pt injury or medical intervention.